Event description:
The patient had an inspire device placed along with leads/generator on [date redacted]. On [date redacted] the doctor planned to activate device but there was concern for low voltage so the activation was aborted. The information was sent to the engineers who decided couple days later that there was a lead wire issue. The patient had an explant of the right chest lead wire on[date redacted] and it was replaced with a new one.